Event description:
This MDR is being filed as exposed implant material. It was reported that following a urethral bulking implant procedure, the patient experienced dysuria. Via cystoscopy, exposed implant material was described as "minimal" in size. Antibiotics and premarin were prescribed. The urethra re-epithezialized and healed in approximately 8 weeks. Additional information has been requested, but has not been received. No further complications have been reported. Injection details are as follows: lidocaine gel, flexible 25g needle, used a 21fr scope at 30 degree angle, position of injection was 3 & 9 o'clock.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections,or fragile urethral mucosal lining. Baseline report previously provided. To facilitate root cause analysis of exposed implant material, bard created a cause effect diagram. In this diagram, we analyzed impact of accessories, implant material, patient specific factors and injection technique factors. Bard conducted a retrospective review of genyx and bard dmrs (device master records). As submitted in the PMA supplement for a facilities change both dmrs are equivalent in all relevant aspects. A review of bard dhrs (device history record) from june 2005 to july 2006 found that all raw materials were found to be within specification and all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The manufacturing parameters were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. The lot number for this complaint was not provided therefore, it is not possible to identify the applicable DHR. Based on our DHR review, no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, patient selection and injection technique were identified as to the most likely to root causes for the exposed implant material report. Bard's root cause analysis identifies patient selection and injection technique as potential contributing factors to successful patient outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper patient selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper patient selection and injection technique are contributors to exposed material.